Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: it was reported something that is black loose inside the tube. Lab staff came across a bd vacutainer k2 edta, 4ml tube that has something that is black loose inside the tube. When this issue was noticed the tube was given to one of her supervisors. It was not used.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: it was reported something that is black loose inside the tube. Lab staff came across a bd vacutainer k2 edta, 4ml tube that has something that is black loose inside the tube. When this issue was noticed the tube was given to one of her supervisors. It was not used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2022-mar-18. H6: investigation summary: bd received 1 sample and 1 photo for investigation. The photo was reviewed and the customer¿s indicated failure mode for foreign matter was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for foreign matter with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes, the device experienced foreign matter within the tube. The following information was provided by the initial reporter. The customer stated: it was reported something that is black loose inside the tube. Lab staff came across a bd vacutainer k2 edta, 4ml tube that has something that is black loose inside the tube. When this issue was noticed the tube was given to one of her supervisors. It was not used.